Event description:
It was reported that the electrogram had no data available for high rate episodes. A save to disk was taken on the device and the review of performance data showed possible far field r-wave (ffrw) oversensing on the right atrial (ra) lead. Follow-up was conducted and the patient has not been seen since the event occurred. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58, implanted: (B)(6) 2014. (B)(4).